Manufacturer narrative:
Patient and device code: no information regarding the event has been provided. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Plaintiff allegedly received a cook gunther tulip implant on (B)(6) 2009 due to deep vein thrombosis (dvt) and pulmonary embolism (pe). On (B)(6) 2010 a retrieval of the gunter tulip filter was attempted; the retrieval was unsuccessful. Plaintiff is alleging the device is unable to be retrieved and anxiety.

Manufacturer narrative:
Correction(s): from adverse event to product problem. Type of reportable event from serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tulip, unable to retrieve, anxiety." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. .